Event description:
It was reported that the embolectomy catheter balloon ruptured during use. The tip of the catheter reportedly came off during use in the pt. The tip was able to be retrieved from the pt. Pt has been released from hosp and is ok at this time.